Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user indicated that the medication pregabalin 25 mg capsules was requested twice, but the medication did not appear on the patients profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user requested for rxverify. A technical support specialist (tss) remoted into the machine and noticed that the medication was not appearing on the users profile. After checking in myqlink, the tss observed that the two requests submitted by rxverify were rejected because the requests were made too soon since the last pull. The user then submitted a new request with the pharmacy onsite, and the pharmacy approved it. The user wanted to know the expiration code hours setting. The tss guided the user through myqlink, but due to the system taking time to load on the users screen, an email was sent with the details of the rejected and approved rxverify requests. The user also reported that the time displayed on the machine was incorrect. When the tss attempted to update it, the time did not change. However, the user confirmed that the rxverify request timestamp matched the machines time. The user requested a confirmation email, and the tss sent an email acknowledging that the time and date on the machine were not changed and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.